Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia following a supply change with the ilet, with glucose exceeding 400 mg/dl for several hours despite no observed leaks or kinks and with device alerts for prolonged high glucose. Symptoms included hyperglycemia without loss of consciousness, dizziness, ketoacidosis, or other acute effects. Outcomes included no need for medical intervention, no use of backup therapy, and no assistance required. Investigation included troubleshooting and education on potential causes of elevated glucose, confirmation of proper infusion set function, guidance on the system¿s conservative dosing during the learning phase, and a subsequent supply change and cartridge replacement. Investigation of this case revealed no device malfunction and that glucose stabilized after supply replacement, consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.